Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead exhibited elevated thresholds and the right atrial (ra) lead had dislodged and fallen close to the valve. The rv lead was repositioned into the right ventricle septum and remains in use. The ra lead was repositioned into the right atrium appendage and remains in use. No patient complications have been reported as a result of this event.